Event description:
Additional information received reported that the physician resheated and removed, but stuck in the hub at the end.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving two ped2 pipeline embolization device and phenom cahteter, there were several issues. The device was intended for placement in the right internal carotid artery (ica) to address an unruptured saccular aneurysm with a maximum diameter of 4 millimeters and a neck diameter of 2 millimeters. The distal landing zone was 4.03mm and the proximal landing zone was 5.14mm. They place sofia close to the aneurysm, the phenom into the m1, the physician started to open the device by pulling first the catheter, then by push and pull. It took a while, then he pulled the device in the final position, with part opened, but in the curve, nothing was possible, even when he tried to move the sofia closer, pushing the device and trying to bring the device more in middle position of the vessel. After several attempt, he removed the system, the braid was lost in the catheter. He removed the phenom and we started a new attempt with ped2-500-18. Difficulties with that as well, but in the end, it was possible to expand once when he pushed the device out of the catheter. The distal part had to be opened with a scepter c 4-15. The procedure encountered severe vessel tortuosity, and the pipeline device failed to open properly. The middle section of the device did not open and became stuck in the catheter, which was positioned in a bend. The device was resheathed more than two times and ultimately removed from the patient. When the device didn´t open and removed together with the phenom catheter, the device stuck in the hub. No additional steps were taken to open the pipeline. Difficulties in expanding the device were noted during the procedure. The problem was not a damage of the braid, but a problem with opening in a curve. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was reported as good. The distal part of the device had to be opened with a scepter c 4-15. The devices were prepared according to the instructions for use (IFU). The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: neuron max 088 sheath, sofia 115cm guide catheter, syncro select guidewire.